Manufacturer narrative:
This supplemental report is being submitted to provide correction to h6.

Event description:
No additional information received form the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the device broke off. There was no reported patient harm or injury. Follow up with the customer for more information is pending.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. As received, the distal end was detached from the rod, and the jaws were misaligned. No signs of debris were observed on the teeth of the jaws. However, the linkage and the proximal end appeared to be in good condition. The jaws opened or closed when the linkage was manually operated, and no parts were found to be missing. A root cause could not be identified. Based on the results of the investigation, it is likely mechanical stress led to the malfunction: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.